Event description:
It was reported that high impedance, sensing and capture anomaly were observed. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The device was tested on the bench and the automated electrical test system. No anomalies were observed and the device met all test specifications.